Event description:
Reporting facility believed the three way stop cock between burette and the collection bag may have been positioned incorrectly resulting in overdrainage of cerebral spinal fluid. No pt injury occurred as a result of the event. Additional clinical info requested from the reporting facility.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.